Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had stimulation mapping to the appropriate areas but it wasn't helping his pain. The patient was going to have their doctor revise the leads in the future. No surgery date had been scheduled yet.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell 8 weeks ago and their left leg pain was no longer being relieved by their ins. The patient hadn't made any adjustments to their system in over a year. Impedances were checked and electrodes 0-7 were greater than 10,000 ohms. All of the patient's current programs a-e were not using contacts 0-7. The representative increased intensity on group a and the patient was feeling therapy over the desired area of the left upper leg, buttock, and hip area. The issue was resolved. No further complications reported.